Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (oct 31, 2013) was received and has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear.. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger was blocked, jammed and heavy moving on the small battery drive device. It was noted that the trigger was jammed and the coupling head was worn out on the device. It was further determined that the device failed pretest for check the attachment coupling and check the triggers and electronic control unit function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.